Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to confirm missing segments or partial display and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was 131 mg/dl. Troubleshooting was performed. The product will be returned for analysis.